Manufacturer narrative:
Devices will not be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, multiple swan ganz catheters had inaccurate svo2 readings. Site was able to confirm issue was with the catheter by testing cables and monitors. Further information is not available. There were no patient injuries.